Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a broken molded insulator. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observations related to the reported symptom detail: the instrument was found to have a detached fragment. The missing piece measures approximately 16.5mm x 4.28mm, confirming that the fragment detached from the instrument and was not returned with the instrument. For clarification the detached fragment is the missing uppr grip. Common causes of the failure detached fragment can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. The instrument was found to have a broken conductor wire near the partial cut out of the electrode: within the grip base. No thermal damage was found on the instrument. Common causes of broken instrument conductor wire -bipolar include instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the console surgeon found the tip was broken and the insulator plastic part was found to be detached. The procedure was completed with no reported injury.